Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s wife stated the patient exhibited his usual signs of a low glucose event (no symptom details provided). His cgm reading was 81 mg/dl and therefore not alarming but his fingerstick bg reading was 45 mg/dl. No information was reported regarding any treatment provided; however, he did not requirement emergency medical services (ems) assistance. At the time of the report he was stable. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.